Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set "disconnect below the silicone-like segment." The bd representative confirmed that the separation was between the safety clamp and the tubing. The event occurred over the weekend. There was no report of patient harm.